Event description:
Customer reported failure of c100 when used for preparation of taxol in a 150 ml bbraun pab container. After preparation, the assembly was placed in the prep area. Nurse took bag from prep area to her computer to add some data. When nurse picked up bag drug spilled out. Customer indicated that the c100 spike had fractured/ split in the middle.

Manufacturer narrative:
The reported incident does not involve death or serious injury to pt, used or other person. The risk of potential death or serious injury is considered negligible. Investigation performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as a result of interaction between the infusion adapter spike, certain drugs and certain IV container port. Previously reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There has been no evidence that the undiluted drug may cause fracture of the c100 spike. A technical bulletin with this information, together with a recommendation to flush the infusion adapter with diluted drug immediately after infection has been issued to all us customers as a result of earlier investigation. The instruction for use has been revised accordingly.